Event description:
It was reported that during a balloon-expandable stent angioplasty procedure for a patient with severe stenosis in the m1 segment of the right middle cerebral artery there was resistance and while adjusting the subject guidewire, the physician found that the tip of the guidewire was immobile and, upon withdrawal, discovered that the subject guidewire had fractured, with the break occurring approximately 5 cm from the tip. The physician used retriever stents to capture the subject guidewire from its distal tip. The physician subsequently decided not to implant the stent, and the procedure was concluded. The patient is currently in a deep coma. There was a surgical delay of 3 hours because of capturing the fractured guidewire with retriever. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. The device was not returned for analysis. The reported event ¿guidewire distal tip broken/fractured during use and ¿guidewire friction¿, could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The device was intended to be used for treatment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that due to the tortuous vascular structure at the occipital artery (oa) segment in the patient, the microcatheter failed to reach the target site smoothly despite multiple attempts. While adjusting the guidewire, the physician found that the tip of the guidewire was immobile and, upon withdrawal, discovered that the guidewire had fractured, with the break occurring approximately 5 cm from the tip. The physician then proceeded with guidewire retrieval. Initially, an attempt was made to capture it from the proximal end using a retriever stent, but multiple attempts failed. Subsequently, another retriever stent was selected to capture the guidewire from its distal end, which was ultimately successful, allowing the fractured guidewire to be removed. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. There was high tortuosity located at the c5 relative to the tip of the guidewire. The device was not returned for analysis, however a review of the available information indicates that the severe tortuosity and multiple attempts to navigate to the target site may have caused the reported guidewire friction and subsequent guidewire fracture. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire friction¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a balloon-expandable stent angioplasty procedure for a patient with severe stenosis in the m1 segment of the right middle cerebral artery there was resistance and while adjusting the subject guidewire, the physician found that the tip of the guidewire was immobile and, upon withdrawal, discovered that the subject guidewire had fractured, with the break occurring approximately 5 cm from the tip. The physician used retriever stents to capture the subject guidewire from its distal tip. The physician subsequently decided not to implant the stent, and the procedure was concluded. The patient is currently in a deep coma. There was a surgical delay of 3 hours because of capturing the fractured guidewire with retriever. No further information is available.